Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that she had unexplained high blood glucose. The paramedics were called and she was hospitalized due to high blood glucose. The blood glucose reading was over 500 mg/dl at the time the paramedics arrived. Customer stated that she had chest pain and was vomiting prior to hospitalization. Nothing further was reported.